Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing occlusion event on 29-jul-2024. Blood glucose level was 22 mmol/l at the time of the event. No further information was available.